Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit also received with cracked case(battery tube) and cracked keypad at select button.

Event description:
The customer reported via phone call that their as crack on screen. The customer¿s blood glucose level was unknown. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.